Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was the battery in well 1 had a broken retainer clip. This caused the device to lose contact with the primary battery power source. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the device powered itself off then back on. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.